Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode failed to convert the patient during defibrillation threshold (dft) testing approximately one month post-implant. The cause of the high dft measurements/non-conversion was not determined though it was noted that the s-ICD had migrated anteriorly after the suture securing the device tore through the muscle tissue. Both the device and electrode were explanted and replaced with a transvenous system. No adverse patient effects were reported.